Event description:
It was reported that the defibrillator experienced a shock equipment malfunction. There was reportedly no patient involvement.

Event description:
It was reported that the defibrillator experienced a shock equipment malfunction. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced and the device was returned to full functionality. The j22 component was broken off. The device remains at the customer site and no further evaluation is warranted at this time.